Manufacturer narrative:
Investigation results have been made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: implant breakage. Review of event description: it was reported that patient was implanted with a revitan distal stem on (B)(6) 2008 and underwent revision surgery on (B)(6) 2019 due to implant breakage. Patient (bmi=32.2) was experiencing pain and inability to bear weight. Review of received data: one photo of the explanted stem along with the metallic head is received. The revitan stem is seen to be broken at the mid height of the modular pin. No bone anchorage is observed on the distal and proximal parts. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique of revitan stem is not reviewed as no surgical report was received to confirm whether the st was followed or not. Conclusion summary: received photo of the explanted stem confirms the breakage. What has ultimately led to the failure of the modular revitan prosthesis cannot be judged medically with certainty in the absence of medical data such as x-rays and surgical reports. It can be hypothesized that the stem probably had a sub-optimal proximal bone support. Perhaps the combination with a probable patient¿s activity and high bmi (32.2) may have contributed to the sequence of events finally eventually in the fatigue breakage of the stem. The investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Based on the given information the complaint could be confirmed. However, an exact root cause could not be identified. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Concomitant medical products zimmer metal head item# 19.28.08 lot# 2416487; therapy date: (B)(6) 2019. Zimmer revitan proximal stem 01.00402.085 lot# 2435260; therapy date: (B)(6) 2019. Zimmer cerclage cable item# 2232-01-18 lot# 60794647; therapy date: (B)(6) 2019. Zimmer cerclage cable item# 2232-01-18 lot# 60995457; therapy date: (B)(6) 2019. The product in this report is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k071723. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer received x-rays and explant pictures for review. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent a revision due to implant fracture. Patient was experiencing increased pain in left hip and inability to weight bear. Attempts to obtain additional information have been made; however, no more is available at this point.